Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen was looks very milky and almost unreadable. Customer also reported that she accidentally put a hansaplast band aid on the display of her pump and she tried to clean the display with nail polish remover and also water and soap but display looks very milky. Customer's blood glucose level was 93 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with stained lcd resilient cover noted. (B)(4).